Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is using apidra insulin. Tandem clinical support informed customer that using apidra insulin, is off label per the user guide. Customer changed the pump supplies with on label insulin and successfully resumed insulin therapy. There was no reported adverse impact to customers blood glucose (bg) level.